Manufacturer narrative:
(B)(4). Device returned 11/25/2015. (B)(6). (B)(4).

Event description:
According to the reporter during a low anterior resection after firing the stapler it was difficult to remove. After the device was removed there was incomplete staple line formation, some staples did not form properly, the distal donut was incomplete and there was failure to anastomose. The procedure time was extended greater than 30 minutes. The anastomosis was redone using a jnj cdh29 device. Patient status: stable.

Manufacturer narrative:
(B)(4). The patient weighed (B)(6).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an investigation of one device and three sealed samples with the appropriate display box and blister package in undamaged condition. The visual inspection of the open instrument noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. Pressure ridges in the staple guide indicate that the staples had been fired. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Cross cutting staple line marks were also observed on the mylar cutting ring. The sealed instruments visual inspection of the staple guides noted the presence of full complements of staples. Further inspection noted that the green bars were not visible in the indicator windows and the safety features were engaged. The staple guides were observed to be attached to the instruments with no damage to the staple guides. After actuating the handles, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blades. The anvils of the sealed instruments were observed to be not tilted and separated from the instruments. Further inspection of the anvil cutting rings showed no traces of knife impressions and the rings were received intact. The instruments were applied to the appropriate test media producing acceptable results. The devices also produced all audible, tactile and visual indicators during the functional testing. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Visual and functional testing of the sealed products confirmed the products met quality release specifications that were tested regarding the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction.